Event description:
Received a voluntary medwatch report via cdrh which states, "while the physician was attempting to remove a groin closure device after completion of atherectomy, ptca and stent placement, the device separated at the metal ring site. Only 3 of 4 needles on the device could be removed, surgical intervention was needed to remove remainder of device imbedded in a large amount of dense scar tissue at groin site. There was a tear of the femoral artery which was repaired. Post-surgical coughing by the pt caused a re-bleed at the site which required resewing of the surgical site." Add'l info received from the customer: the device separated during needle retrieval. The operator was unable to perform backdown. The pt was taken to surgery for device removal. From surgery the pt was transferred to the cardiac telemetry unit. Within the first 24 hours, during post-surgical coughing, bleeding occurred from the surgical site. The pt returned to surgery and a femoral artery tear was discovered. The arterial tear and surgical site were resutured. It was reported that blood loss was minimal and a blood transfusion was not required. The pt's atherectomy, ptca and stent procedure were scheduled procedures. The pt's length of stay was extended 2 days due to the surgeries. The pt was discharged home without further sequelae.